Event description:
Information received a smiths medical breathing/portex general anesthesia premium soft plus mask came deflated- unable to keep air in it. No patient adverse events reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation and was forwarded to the supplier for analysis. Visual/functional testing and root cause analysis are in progress. Should additional information be returned pertinent to the investigation, a supplemental report will be filed.